Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. One lead was implanted at l4 and one was implanted at l5. It was reported during a procedure to revise the patient's ipg (reference MFR report: 3008829311-2017-00107) one the leads was pulled into the epidural space. Due to the leads being in close proximity the physician elected to leave the leads implanted and place another lead at l5. Reportedly, the patient was receiving effective therapy postoperatively.